Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had syncope at home with reported slurred speech which resolved. The patient was currently in the emergency department. The log files were reviewed and noted a brief drop in flow to 2.9 liters per minute (lpm) on (B)(6)2024. There were no other unusual events seen in the log files. The device was operating as intended.

Manufacturer narrative:
Section h6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 09dec2024 through 13dec2024. No notable events or alarms were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reported syncope and slurred speech were reported to have occurred around 0900am. The brief drop in flow noted in the log files occurred at 9:55:16.